Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard sepramesh ip (device 4). Additional supplemental emdrs were submitted to represent the bard perfix plugs (device 1 and 2) and bard sepramesh ip (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 and 2). Per op notes, ¿an indirect hernia sac was noted in right inguinal region and reduced. A perfix plug (device 1) was placed with onlay patch and sutured. A direct hernia sac was noted in the left inguinal region and reduced. A perfix plug (device 2) was placed with onlay patch and sutured.¿ on (B)(6) 2018 - patient was diagnosed with recurrent bilateral inguinal hernia with pain thereby underwent open repair with excision of perfix plug (device 1 and 2) and implant of sepramesh ip (device 3 and 4). Per op notes, ¿a large indirect recurrent hernia sac was noted on the right inguinal region. Scarring was noted. Prior mesh (device 1) was noted as meshoma and excised. Adhesions were lysed. The sac contains small bowel was reduced. A sepramesh ip (device 3) was placed and sutured. A large direct hernia sac was noted on the left inguinal region with peritoneal fat were reduced. Scarring was noted. Adhesions were lysed. The prior mesh (device 2) meshoma was noted and excised entirely. A sepramesh ip (device 4) was placed and sutured.¿ on (B)(6) 2019 - patient was diagnosed with incarcerated recurrent bilateral inguinal hernias thereby underwent open repair with implant of bard soft mesh (device 5) and three synthetic meshes. Per op notes, ¿two direct inguinal hernia with incarcerated small bowel were noted on both inguinal regions. The small bowel was reduced. Small bowel was densely adherent to large mesh on both sides were lysed. All the small bowel was reduced to abdomen. Due to serosal tear, some part of small bowel was excised. Both hernia sacs were excised. A bard soft mesh (device 5) was placed on llq. Three synthetic meshes were placed in rlq and tacked using sutures.¿